Event description:
There has been no new event information provided since the last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation. The device was not available for evaluation as it remains implanted in the patient. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, device history record, instructions for use, and quality control data. Two standstill images for 1547 days-post procedure were returned for evaluation. The complaint is confirmed based on image review as an endoleak into the common iliac artery (cia) that has expanded away from the zsle was observed. The distal end of the zsle was unable to expand after the cia aneurysm enlarged. To note, there was slight calcification noted in the wall of the cia aneurysm. The instructions for use (IFU) states the following in consideration of the reported failure mode: 4.2 patient selection, treatment and follow-up - zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. - for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient selection, treatment and follow-up - zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair - for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. - adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. - all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. - all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. - the zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the folling patient populations: - key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use - successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection - strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure - inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. - inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endorposthesis may require surgical intervention. 11.1.7 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15) 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15) 10. Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms. 12.3 abdominal radiographs - the following views are required: - four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. - record the table-to-film distance and use the same distance at each subsequent examination - ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment - additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak - aneurysms with type iii endoleak - aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) - migration - inadequate seal length consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement. The identity of the zsle leg (contralateral or ipsilateral) involved in this event could not be confirmed. However, lot information was provided for both legs; therefore, a review for the device history records (DHR) was conducted on both lots. No non-conformances were found associated with either the final assembly or subassembly of either of the device lots. Cook has concluded that the complaint is confirmed based on image review as an endoleak into the common iliac artery (cia) that has expanded away from the zsle was observed on a standstill screenshot of a CT scan 1547 days post-operatively. It was shared by the original implanting physician that the distal end of the zsle was unable to expand after the cia aneurysm enlarged. His impression was that it looks as though the aneurysmal enlargement of the left common iliac artery has progressed, and excluded the ability of the device to follow it radially outwards resulting in the small endoleak and that the endoleak is most likely due to progression of the aneurysmal disease rather than any failure of the device. The investigation conclusion has been determined to be attributed to patient condition. Disease progression resulted in aneurysmal expansion and led to a loss of wall apposition that was not previously seen in prior post-procedure CT scans. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Cook will continue to monitor for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was originally reported on (B)(6) 2018, there was a william cook (B)(4) manufactured, pbranch-30-22-b - type 1 endoleak identified in a study patient. During review of the customer supplied imaging on (B)(6) 2019, the (B)(4) at william cook (B)(4) (wca) identified the alleged type 1 endoleak is at the distal end of a left zsle leg extension. As originally reported: on (B)(6) 2014, the patient received the following devices: pbranch-30-22-b (lot #ac903358); unibody-24-98 (lot #ac903475); contralateral leg: zsle-20-90-zt (lot #4546458); ipsilateral leg: zsle-16-39-zt (lot # 3836770); atrium icast 8 mm x 38 mm covered stent in the sma; atrium icast 6 mm x 22 mm covered stent in the left renal; atrium icast 6 mm x 22 mm covered stent in the right renal. All three icast stents were flared approximately 30 degrees. The completion angiogram demonstrated that the devices were patent with no evidence of kink. A type ii endoleak was noted. (B)(6) lab analysis of the completion angiogram noted patent devices with no endoleak. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2012 (14 days post-procedure) CT scan: (B)(6) lab review: patent, intact renal artery stents, and a patent, intact graft with no evidence of a kink or an endoleak. On (B)(6) 2014 (205 days post-procedure) CT scan: (B)(6) lab review: patent, intact renal artery stents, and a patent, intact graft with no evidence of a kink or an endoleak. On (B)(6) 2016 (749 days post-procedure) CT scan: (B)(6) lab review: patent, intact renal artery stents, and a patent, intact graft with no evidence of a kink or an endoleak. On (B)(6) 2017 (1218 days post-procedure) CT scan: (B)(6) lab review: patent, intact renal artery stents, and a patent graft with no evidence of a kink or an endoleak. A single main body stent fracture was noted. On (B)(6) 2018 (1547 days post-procedure) CT scan: (B)(6) lab review: patent, intact renal artery stents, and a patent graft with no evidence of a kink. A single main body stent fracture remained unchanged from previous CT exam. A type 1 distal endoleak was noted in addition to growth of > 5 mm at the distal aspect of the left iliac limb. No adverse events or secondary interventions have been reported for this patient. The type 1 endoleak at the distal end of the left iliac limb of the device is very small but definitely present. It looks as though the aneurysmal enlargement of the left common iliac artery has progressed, and exceeded the ability of the device to follow it radially outwards, resulting in the small endoleak. My impression is that the endoleak is most likely due to progression of the aneurysmal disease, rather than any failure of the device. The lot # of the complaint device is unknown as the complaint does not specify which implanted zsle was implanted in the left iliac. Potential lots are 4546458 and 3836770.